Event description:
It was reported that the patient experienced a rapidly conducted atrial fibrillation that became uncorrelated with the rhythm template in the implantable cardioverter defibrillator (ICD). As a result, the ICD inappropriately delivered anti-tachycardia pacing and a shock. The patient's medication was adjusted, and ICD programming options were being considered. The ICD remains in service and no adverse patient effects were reported. Additional information received indicated that the ICD recently delivered additional atp (three bursts) and one 41 joule shock for a supraventricular tachycardia (svt). Per the healthcare provider (hcp), the patient had been running at the time and was asymptomatic. It was also stated that this has happened three times (atp for svt). The hcp was referred back to the patient's normal physician. The ICD remains in service.